Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04466. The pt received his scs sys including two leads (with different lot numbers) on (B)(6) 2011. It was reported the pt's stimulation had changed. An x-ray was performed and the peripheral lead had migrated. The physician replaced the lead. It was reported the pt had stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.